Event description:
Blowing fuse.

Manufacturer narrative:
The perfect o2 is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in the u.s. The alleged malfunction occured in the (B)(6).